Manufacturer narrative:
The system was examined and the reported event was not replicated. Parameters and tuning instructions were provided to the customer. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 22, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure there was no phacoemulsification(phaco) power available. The handpiece was switched out, but he handpiece icon on the system remained red. The customer contacted technical services and was told that there was no phaco power because the ultrasound limit was set at o percent. They were also informed that the handpiece icon ws red indicating that the handpiece had not been tuned. The customer tuned the handpiece and increased the ultrasound power to 80 percent, but the phaco power was still weak. The surgeon also noted that the system switched from continuous phaco mode to the burst mode on its own. The surgeon was able to complete the case with no impact to the patient.